Event description:
Allergan aesthetics received a report of a leak with the coolsculpting control unit. There was no patient or provider safety impact.

Manufacturer narrative:
Device was not returned for evaluation. A supplemental report will be submitted if additional information is obtained.